Manufacturer narrative:
Event description, corrected data: initial report inadvertently did not include pin insertion details from the x-ray review.

Event description:
Sufficient pin insertion was unable to be confirmed from a review of the patient's x-rays.

Event description:
Additional information was received from the neurologist that the vns appeared to have worked very well initially for this patient, however, it seemed to have lost efficacy due to the high impedance seen on the patient's device. It was also stated that the patient is experiencing an increase in seizure frequency since her previous visit. The doctor stated that the patient continues to take her medications and cannot correlate seizure activity with any increased stress, changes in sleeping pattern, or change in meal patterns. Additional information was received from the surgeon that during the patient's lead revision surgery, the surgeon had cleaned off the lead pin, reinserted it, and found that the patient had normal impedance. Diagnostics were run 6 times to confirm, and good results were received each time. No other relevant information has been received to date.

Event description:
The surgeon¿s operation notes were received for this patient¿s required surgery due to high impedance which stated that the system was initially working well for the patient, but in approximately (B)(6) 2017 the lead began to malfunction. Workup did not reveal any obvious cause for the malfunction, although it was believed that this malfunction could be a microfracture of the lead itself and recommended lead revision or replacement with possible generator replacement. During surgery, the lead was examined and revealed no moisture in the interior of the lead or other abnormalities. The pin was then taken out of the generator and re-inserted, where the device was tested in multiple positions and while putting tension on the vns lead, normal impedance values were observed. A total of 7 intraoperative interface tests and programming were performed over the course of the case, with all impedance values normal following reintroduction of the vns lead into the generator. There was some concern for tethering of the lead itself in the neck and therefore the decision was made to circumferentially dissect the lead from the chest pocket going up subcutaneously into the neck. Examination of the top entire length of the lead at this point revealed no abnormalities, breaks in the lead casing, or evidence of kinking or microfracture of the lead wiring. A loose loop in the lead was made in the neck to allow for better cervical rotation as well as a loop underneath the generator. The two final intraoperative diagnostics revealed ok impedance. No other relevant information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: follow-up report #2 inadvertently listed the wrong information. Brand name, corrected data: follow-up report #2 inadvertently did not update the suspect device to the generator type of device name, corrected data: follow-up report #2 inadvertently did not update the type of device name. Model #, corrected data: follow-up report #2 inadvertently did not update the model number. Catalog #, corrected data: follow-up report #2 inadvertently did not update the catalog number. Serial #, corrected data: follow-up report #2 inadvertently did not update the serial number. Lot #, corrected data: follow-up report #2 inadvertently did not update the lot number. Expiration date, corrected data: follow-up report #2 inadvertently did not update the expiration date. UDI #, corrected data: follow-up report #2 inadvertently did not update the UDI number.

Event description:
It was reported that the patient had an oral surgery procedure done where there was a lot of neck twisting. The patient's generator was checked after surgery, and the results indicated high impedance (greater than 8000 ohms). The nurse stated that she will refer the patient to a surgeon for possible lead revision. X-rays were performed and received for review by the manufacturer. No sharp angles or discontinuities were identified in the visible portion of the lead. The device was disabled. A review of device history records for both the lead and the generator shows that no unresolved non-conformances were found. No surgical intervention has occurred to date.